Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt implanted with a 12mm x 120mm 130 degree trochanteric fixation nail, a 120mm helical blade and screw on an unk date. The helical blade migrated and cut out through the femoral head on an unk date. The nail, blade and screw were removed on (B)(6) 2012 and pt was revised to a 125 degree trochanteric fixation nail. It is unk if the nail shifted in relation to the helical blade. This is two of two reports for this event.